Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain on one side/ e-free') and tooth disorder ('tooth disorder') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder (seriousness criterion medically significant), frustration tolerance decreased ("frustrated"), vth nerve injury ("trigeminal nueralgia"), hypoaesthesia oral ("numb and electric shock in gum area"), oral pain ("talk about painful") and headache ("headache"). The patient was treated with surgery (root canal and crown and essure removal). Essure was removed. At the time of the report, the pelvic pain and tooth disorder outcome was unknown. The reporter considered frustration tolerance decreased, headache, hypoaesthesia oral, oral pain, pelvic pain, tooth disorder and vth nerve injury to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new reporter was added. Event pelvic pain updated from non-serious incident serious incident. On 23-mar-2020: social media case. Added event frustrated, trigeminal neuralgia, numb and electric shock in gum area, talk about painful and headache. On 23-mar-2020: social media case. No new information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain on one side/ e-free') and tooth disorder ('tooth disorder') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder (seriousness criterion medically significant), frustration tolerance decreased ("frustrated"), vth nerve injury ("trigeminal nueralgia"), hypoaesthesia oral ("numb and electric shock in gum area"), oral pain ("talk about painful"), headache ("headache") and alopecia ("hair loss"). The patient was treated with surgery (root canal and crown and essure removal). Essure was removed. At the time of the report, the pelvic pain and tooth disorder outcome was unknown and the alopecia had resolved. The reporter considered alopecia, frustration tolerance decreased, headache, hypoaesthesia oral, oral pain, pelvic pain, tooth disorder and vth nerve injury to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. New event added: hair loss. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.